Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint alleging that the device did not function due to a component breakage can be confirmed as defects were observed that would affect the main functionality of the device. It was observed that the handle of the device was loose, and appeared to be detached from the internal firing mechanism. The plastic sleeve was removed and it was observed that no implants were still inside the needle. The plastic sleeve which protects the needle is not deformed. It is possible that the surgeon did not insert the needle far enough into the tissue, therefore causing the implant to become stuck against the surface of the tissue. When this occurs and the user continues to pull the trigger, excessive stress can cause the trigger to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via cst that during an unknown procedure the truespan did not work. The procedure was completed with a second device with a 10 minute delay as they had to remove the implants. The affiliate reported that fragments were generated but they were easily removed without additional intervention. The affiliate reported that there was not patient harm.